Event description:
The customer reported to olympus, that the flex videoscope had broken bowden cables. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material was found in the light guide lens glue and distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the additional findings were as follows: due to wear of the scope cover, water tightness was lost, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, due to a cut on the forceps elevator wire, forceps did not rise up, the distal end was shaved and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the initial MDR. The correct aware date should have been 18dec2023 and not 07dec2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the scope cover identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.